Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction: attach one way valve and vacuum the balloon twice inside of the tray, also remove the balloon straightly grasping closely from the tray. The super arrow-flex sheath was inserted into the pt's left femoral artery. The md began to insert the iab through the sheath. The iab began to unwrap and could not be advanced into the sheath in spite of their efforts to wrap the balloon again. As a result, the iab was removed from the sheath and the md inserted another 40cc balloon through the previously inserted sheath. According to the staff, the pt did not have tortuous vessels. There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional info becomes available.